Event description:
The customer reported that the system would not produce x-rays. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The bios was reset, the hard drive was reformatted and the software was reloaded. The hard drive and the keyboard were replaced. The service nodes were rebuilt and the calibration files were reloaded. The alarm speaker, the ribbon cables, the hand control and the foot pedal were replaced and the power supply was adjusted. The system operates as intended.